Event description:
I attached the keytruda and opened the roller clamp to start the infusion. Immediately after opening the clamo, the top of the spiros device (not on a connection seam) began to spew medication. I immediately stopped the infusion and returned the medication back to pharmacy. I also hung a bag of paclitaxol and the same spiros malfunction occurred. The medication did not spew out of the side of the spiros (not on a connection seam) until the roller clamp was opened.